Manufacturer narrative:
One lens was received in a lens case. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter for lot # b00l8fz. No visual attributes were noted during the visual inspection. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2017 the patient (pt) called to report that he/she went to the eye care provider (ecp); pt reported that the ecp refused to provide the medical report because the ecp did not fit the pt with contact lenses. No additional information was received.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient¿s (pt) parent from(B)(6) called to report that in (B)(6) 2017 while wearing the acuvue oasys for astigmatism lenses in the right and left eye prior to two weeks of wear, the pt experienced swelling, redness and burning. The pt went to an eye care provider (ecp) on (B)(6) 2017 and reports being prescribed a cream and an eye drop. The medication names and treatment schedule were unknown. The parent was advised to return in one week if the symptoms did not resolve. On (B)(6) 2017 a call was placed to the pt for additional medical information: the lot numbers are unknown at this time; pt reports he/she was prescribed maxiflox-d, 1 drop for both eyes every two hours for seven days; the name of the eye cream is unknown; pt reported that the eyes were tearing, red, irritated, swollen and felt like sand in the eyes currently. Pt reported that he/she will go back to the ecp next week if not better; pt reported contact lens wear only on weekends and the symptoms occurred in less than fifteen days; pt reported ecp advised an eye patch ou. No diagnosis was provided. On (B)(6) 2017 an email was received from the pt and the additional information was obtained: maxiflox-d, 1 drop every two hours for 7 days; pt stated the same prescription was prescribed in an ointment and prescribed to apply to the eyes before bedtime; pt reported that the vision was not affected and only used the eye patch for one day; pt reports that he/she tried to insert another lens and was only able to wear it for two hours due to irritation and tearing. On (B)(6) 2017 an email was received from the pt with the ecp note dated (B)(6) 2017: -the note stated that the pt was seen by the ecp on (B)(6) 2017; hyperemia ou and keratitis od requiring occlusion for 24 hours; no additional medical information was provided. On (B)(6) 2017 a call was placed to the pt and additional medical information was provided: pt reported the ecp advised the pt not to return to contact lens wear, but pt reported that he/she tried a new pair of lenses on (B)(6) 2017 and was only able to wear the lenses for 2 hours; pt reported tearing after removing the suspect lenses; pt reported ou redness, but no tearing; pt reported the suspect lenses were available, but refused to return the lenses as that was the last pair the pt had. On (B)(6) 2017 a call was placed to the pts treating ecps office and a representative reported that the pts medical chart stated that the diagnosis was ¿ceratite inf od"; pt was prescribed maxiflox and needed to return for evaluation, but no follow-up appointment was scheduled; no additional medical information was provided. On (B)(6) 2017 a call was received from the pts ecp and the additional information was provided: ecp reported that the keratitis od was not infectious; the keratitis was traumatic due to poor lens fit; ecp reported the treatment provided was ¿prevention to avoid an infection¿ since the pt had a keratitis diagnosis; the ecp reported the pt needed to be properly fit prior to returning to contact lens wear. No additional medical information was provided. On (B)(6) 2017 a call was placed to the pt and additional information was provided: pt reported he/she had a follow-up appointment ¿next wednesday¿; pt has not returned to contact lens wear. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l8fz was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.